Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance of greater than 2000 ohms. A rv lead fracture was suspected, however no conclusive cause has been determined at this time. No changes were made and the rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).